Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined although the physician believes the pneumothorax was caused by use-error in relation to overextending the biopsy tool. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On 28-apr-2022, per an intuitive surgical, inc. (Isi) failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The size of the pneumothorax was moderate to large and the patient was symptomatic as he complained about chest pain. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 24 hours for observation. Per the physician, the cause of the pneumothorax was reported to be related to an inadvertent overextension of the biopsy tool.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The pneumothorax was discovered on a chest x-ray preformed after the procedure. Per the physician, the patient experienced chest pain. Due to the moderate to large size of the pneumothorax, the patient required placement of a chest tube to resolve the pneumothorax. The patient was hospitalized overnight, (confirmed by the physician as about 24 hours). The physician reported that the event was caused by a use error: the biopsy tool went out too far and the physician does not believe that the ion product caused the pneumothorax. No additional intervention was required. The procedure was completed with no surgical delays reported. The following morning, the chest tube was removed and the patient discharged home without pain.